Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (11/28/2014) device evaluation -the lay user/patient¿s products have been returned on 10/24/2014 and evaluated by lifescan product analysis on 11/20/2014 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. A seperate issue, unrelated to the complaint was found, the returned test strip vial contained extra test strips. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate high result with their onetouch verio iq meter when compared to another device. The patient obtained a reading of 14.1 mmol/l with the subject meter and 7.1 mmol/l with the other device. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.